Manufacturer narrative:
This is a supplemental report to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6), 2021] -water channel: *rods, oxidase positive, belonging to the non-intestinal flora (5 cfu) *rhizobium radiobacter (20 cfu) *brevundimonas vesicularis (50 cfu) *stenotrophomonas maltophilia (4 cfu) *acinetobacter ursingii (6 cfu) -biopsy channel: *streptococcus mitis (5 cfu) *streptococcus oralis (2 cfu) [second time; august 5th, 2021] -air/water channel: *stenotrophomonas maltophilia (49 cfu) the device had been reprocessed with a non-olympus automated endoscope reprocessor, medivators advantage plus, using rapacide. There was no report of infection associated with this report.